Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 22oct2019. Report date: 23oct2019. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the ul_lr and ur_ll resistance were out of specification which caused the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.